Event description:
It was reported that the patient presented to the emergency room due to an alert for high impedance on the right atrial (ra) lead. Fracture was suspected. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range, there was a lead impedance out of range alert, and the impedance trend on the atrial pacing lead was variable. An out of tolerance subthreshold lead impedance alert was recorded on (B)(6) 2013. Maximum impedance rises from an approximate baseline of 500 ohm to greater than 3300 ohms the week ending (B)(6) 2013 and periodically rises above 1000 ohm throughout the record.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6949 implantable tachy lead (B)(6) 2007. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.